Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 10 - 15 years ago. The product was not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported device loosening. Provided information indicated the patient large physical stature. In combination with a high activity level was a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address tibial loosening.